Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive technical support engineer (tse) to report that the image was flipping when inserting the endoscope. Before calling the tse, the customer tried placing the scope collar in the correct orientation. The customer switched the scope from universal surgical manipulator (usm) 2 to usm 3. The customer had no issues when they installed the scope on the usm 3. The customer then reseated the sterile adaptor and reinstalled the scope on usm 2, and the issue was resolved. The tse uploaded the error logs and noted no 23003 errors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image flipped upside down. It was a 30-degree endoscope. The issue was resolved after using a new drape. The endoscope is working now and used in procedures. The procedure was completed robotically without injury to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical inc.(isi) technical support engineer (tse) confirmed with the customer that after reseating the sterile adaptor and reinstalling the endoscope, the image was restored. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.